Event description:
Plaintiff, alleges that she has contracted severe and irrevesible type-1 latex allergy which is believed to be permanent and life threatening, from her exposure to latex gloves. Further alleges that she has experienced physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.